Event description:
Customer reported the system was not displaying images properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and straightened a bent pin in the lemo connector. System operates as intended. (B) (4)